Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge the ipg for the past 6 months. As a result, communication ceased with the external devices, stimulation was lost thus the ipg was deemed inoperable. Surgical intervention was undertaken on (B)(6) 2015 during which time the ipg was explanted and replaced. Stimulation was restored postoperatively. The issue is resolved.